Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID 3889-28, lot# va0295s, product type lead.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that the patient didn't think their device was working properly because they were starting to have issues with incontinence again. Four years prior to the report, the patient was told by their healthcare professional (hcp) to not increase the stimulation too high, so they wanted to find a specialist in their area to see if their wires were still working. It was also reported that the wires were loose. The patient had lost weight a couple of years prior to the report and, one day, felt a bump. Their doctor thought the bump was a cyst, but it was found that it wasn't a cyst and, so, the hcp said that one of their wires was probably loose since they lost weight. The patient's old hcp was no longer in office so they needed to find a new one to see if the wires were still working. There were no further complications reported or anticipated.